Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "the one section of swg is protruding, making it impossible for the "catheter over needle" to pass through." The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The guide wire product drawing was reviewed as part of this complaint investigation. The specification limits for the outer diameter of the guide wire are 0.788mm-0.826mm (0.031"-0.0325"). The cannula product drawing from the catheter over needle assembly was also reviewed. The specification limits of the inner diameter are 0.023"-0.0245". The inner diameter specs for the cannula are smaller than the outer diameter specs for the guide wire. Therefore, the guide wire cannot fit through the cannula from the catheter over needle. The IFU provided with the kit informs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The reported event of guide wire/needle resistance was not able to be confirmed through complaint investigation. Per the customer report, "the one section of swg is protruding, making it impossible for the 'catheter over needle' to pass through". The 0.032" guide wire from the reported kit is too large to fit through 20ga needle from the catheter over needle subassembly. Instead, the guide wire is meant to pass through the 18ga introducer needle. It is likely that the use of the wrong needle contributed to the resistance encountered by the customer; however, this cannot be confirmed without the sample returned for analysis. Without the device to evaluate, the probable cause could not be determined at this time. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the one section of swg is protruding, making it impossible for the "catheter over needle" to pass through." The issue was identified prior to use. There was no patient involvement.